Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) system exhibited undersensing of an induced arrhythmia. Electrograms showed dramatic alternans and that the ICD undersensed the arrhythmia. The physician suggested placing an additional rate-sense lead to improve sensing of the patient's arrhythmia.